Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00216.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil into the target vessel through a non-penumbra microcatheter and attempted to detach it using the handle. After multiple unsuccessful attempts to detach the smart coil, the handle was removed. It was also reported that the click sound of the handle was different than normal. The physician then used a new handle and was able to successfully deploy the smart coil into the target vessel. The procedure was completed using the new handle and eight smart coils. There was no report of an adverse effect to the patient.